Event description:
Additional information received from the facility notes that the patient was revised due to acute pain and femoral debonding/loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, d4, g4, h4. The following sections were corrected: b3, d1, d6b, h6.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The investigation results concluded that the reported event occurred due to prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2022-01365. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01365. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 148 months after a left total knee replacement procedure, the patient has experienced loosening, discomfort, ambulation difficulties, balance problems, emotional changes, joint laxity, and pain. No further issues or complications were reported. No additional information is available.